Manufacturer narrative:
The insertion of new sensor was off label since it was inserted in a close proximity to the older sensor. This would create a signal interference issue for the user with the new sensor and prevent the system from functioning normally. That was the reason why the user received a "new sensor detected" alert, because the sensor detected the previous sensor. The user was advised to reach out to hcp to discuss about removing the previous sensor or both the sensors and to get inserted with a new one, in another pocket, preferably in the other arm. The user consulted hcp and both the sensors were removed. The user was inserted with a new sensor in the opposite arm and it is functioning normally. This was confirmed on data management system (dms), which is a cloud platform for eversense systems. The most likely root cause of this incident is due to the procedural error from the inserting physician as the new one should have been inserted in the other pocket/other arm.

Event description:
On june 15, 2024, senseonics was made aware of an incident where the customer reported having unstable connection between the sensor and transmitter. Customer received a "new sensor detected" alert on (B)(6) 2024. Upon escalation, it was found that the new sensor was inserted next to the previous sensor which prevented the normal functioning of the system. This is considered an off-label use. The user was advised to contact hcp to discuss about next steps such as removal of the previous sensor or both sensors.